Manufacturer narrative:
(B)(4) 2015 03:12 pm (gmt-5:00) added by (B)(4): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4) 2015 10:23 am (gmt-5:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (Or alternatively, ¿there was no nonconformance recorded in the lot history which would be considered related to the reported event¿ if there was something unrelated.

Event description:
The hospital reported that when they opened the hs iii out of the package, the parachute was already deployed and would not engage in the device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical used was observed. No blood was observed. The complete device was returned in the original distributed condition with the seal and tension spring assembly in the correct preloaded position. Per instructions of the IFU the seal was loaded in the delivery device with no observed failure or difficulty. Based on the returned condition of the device and the results of the investigation the complaint was not confirmed for failure to load. (B)(4).

Event description:
The hospital reported that when they opened the hs iii out of the package, the parachute was already deployed and would not engage in the device. The hospital did not report any patient effects.